Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain and a burning sensation at his scs ipg site while stimulation is on. The pt was advised to turn his stimulation off for a couple of days. Additional info received identified the pt is still experiencing pain and a heating sensation when stimulation is turned on. Surgical intervention to address the issue is planned for a later date to address the issue.